Event description:
Reporter alleged blood glucose measured 262, 272, and 87 mg/dl when all tests were performed back to back within minutes of each other. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.